Manufacturer narrative:
The brakes not holding, could lead to unintentional movement of the bed which has the potential to cause serious injury. The technician replaced the casters, in order to resolve the problem.

Event description:
The brakes on this bed would not hold. There was no pt involvement as this bed was found in storage.